Event description:
It was reported that the patient had an allergic reaction to the drug and pump was removed. Reporter couldn't recollect whether it was in (B)(6) or (B)(6) 2011. Drug delivered via the device was hydromorphone (dilaudid). Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8709sc, (B)(4), implanted: 2009 (B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).